Event description:
Pulsavac unit was sitting on a drape during surgery when the tech noticed the unit smoking. After they examined the unit and laid it back down, the unit allegedly caught fire and melted the drape. The battery pack was off the field and never in contact with a drape.

Manufacturer narrative:
Device was not returned for eval. Device is made of flame retardant materials.